Manufacturer narrative:
This report is submitted on november 30, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced infection at implant site and subsequently was treated with IV and oral antibiotics (date and duration not reported).

Manufacturer narrative:
It was reported that the IV antibiotics the patient received was administered in hospital (date and duration not reported). This report is filed on december 04, 2018.